Event description:
It was reported that a spectrum pump constantly displayed the downsream occlusion message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced while running a fluid filled set. It was observed that the downstream sensor had high reading and the downstream pressure plate gap was found out of specification. Both of these were found to be the cause for the false downstream occlusion alarms. Downstream occlusion alarms were also confirmed through a review of the event history log. The device was recalibrated.